Event description:
It was reported that the patient had his inflatable penile prosthesis revision surgery due to patient dissatisfaction regarding the size of the device. A new inflatable penile prosthesis has been implanted. No patient complications reported in relation to this event. There was no alleged device malfunction associated with the revision procedure.